Event description:
It was reported that the user experienced persistent hyperglycemia with glucose values around 300¿369 mg/dl despite a manual 10-unit subcutaneous insulin dose and temporary disconnection from the ilet, followed by reconnection and full supply changes including infusion set and cgm; subsequent troubleshooting identified a bent infusion set cannula and the user replaced the site and resumed therapy. Symptoms included hyperglycemia without ketoacidosis or acute complications. Outcomes included no professional medical intervention, no hospitalization, and return of glucose to control after site replacement and continued ilet use. Investigation included product troubleshooting, user education on supply changes and cgm pairing, and inspection of the infusion site and components. Investigation of this case revealed an infusion site issue evidenced by a bent cannula consistent with inadequate insulin delivery and resultant hyperglycemia, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was infusion set/cannula complication leading to under delivery, with cause of initial highs otherwise unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.